Manufacturer narrative:
Investigation summary: customer returned (10) 3/10cc, 6mm, 31g syringes in a sealed poly bag from lot # 7289881. Customer states that there was a needle stick injury. The returned poly bag was examined and exhibited a shield loose in the bag which resulted in an exposed needle, which could have caused a needle stick. A review of the device history record was completed for batch # 7289881 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200722183] noted for needle through shield camera failure. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (loose shield and needle stick). Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.

Event description:
It was reported that before use of the bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle was sticking out of the package creating a sterile breach. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle was sticking out of the package creating a sterile breach. There was no report of exposure, serious injury or medical intervention.